Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 was not powering on. The complaint was classified based on the customer care advocates (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at an unknown time in the evening. The patient reportedly manages her diabetes with a combination of lantus and humalog insulin and metformin and glyburide pills (unknown dose) and reported that in response to the alleged issue she skipped taking her medications on that same evening. She claimed that at an unknown time after the alleged issue occurred, she developed symptoms of ¿shaking, sweats and dizziness.¿ the patient denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The meter¿s batteries were not due for replacement. The meter did not power on with the power button, and the patient did not have any test strips to troubleshoot with. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.